Manufacturer narrative:
(B)(4). Only event year known: 2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: could you please explain the situation and what was happening? What modes were being used? What devices were being used? Answer - thank you for contacting me. I have also spoken to one of your reps recently. My prior experience with both electrosurgical generators and laser surgery equipment suggested that these modalities were capable of significant hemostasis with minimal risk of thermal injury if used properly. Since owning my current megadyne unit I have found that I get very poor hemostasis in all modes other than pure coag. This is not what I expected. Also when I use this unit in blend mode I get negligible hemostasis but have experienced multiple cases of thermal injury including wound dehiscence to the point where I now only use it in pure coag mode in conjunction with hemostats. I was originally sold on the ace mode concept but did not realize that ace mode had essentially no hemostasis which is of limited value to me. I recently discovered that it is possible to depress the pure cut and standard coag buttons simultaneously to produce a coag with cut effect and am planning to try this on my next surgery. I was never informed of this option by megadyne personnel during several contacts regarding this problem and discovered it myself in the unit's documentation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the additional information it was stated: ¿I get negligible hemostasis¿. How is the bleeding addressed? How much blood does the patient lose? Does the patient need a blood transfer due to the amount of blood loss? The additional information also states: ¿multiple cases of thermal injury including wound dehiscence¿. Are there any photos of the burns that you could share with us in regards to the burn? If yes, please send to (B)(6). When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burns? (Such as salve or stitches) besides the burns, did the patients experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patients? How was the wound dehiscence addressed? Did the patients need to go under additional surgery due to the wound dehiscence? Is the device being returned for analysis? In the additional information there are multiple cases mentioned. Could you please report a complaint file for each incidents through (B)(6). Please reference (B)(4) when filing the additional complaints. Would you like a conference call with ethicon medical safety officer and complaint department? If yes, please provide 3 dates and times that would work for you to set up a meeting. Please use est time. Please provide photos of the set up of the room if possible and send to (B)(6). Please see the link on IFU¿s of product: https://www.jnjmedicaldevices.com/en-us/companies/ethicon.

Event description:
It was reported that the are just not happy with the unit. They don't like. They find that they are bleeding more. There's more thermal damage when they use the unit.